Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) lead defibrillation coil was beyond the expected upper range, the impedance on the superior vena cava (svc) defibrillation coil was beyond the expected upper range, and the impedance on the rv pacing lead was beyond the expected upper range. Analyst commented, during the week ending on (B)(6) 2015, svc coil impedance measured 110 ohms and 200 ohms, (B)(6) 2016, up from a trend in the 50-70 ohms range. Impedances continue to be high and variable. On (B)(6) 2016, rv coil impedance spiked to 2008 ohms, up from a trend in the 40-60 ohm range. Impedances continue to be high and variable. On (B)(6) 2016, rv pacing impedance spiked to 1083 ohms up from a trend in the 300-400 ohm range. Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2008, 5076-58 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that patient alert triggered, during use the right ventricular (rv) lead exhibited high impedance for the rv and superior vena cava (svc) coils and apparent fracture. The rv lead was capped, abandoned and replaced with a different lead . No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.